Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es order not dispensing properly. The nurse had initially pulled only one tablet after the medstation screen indicated a single tab, even though the actual order had been for two. At that time, the blind count showed 14, and after pulling one tablet, the ending count correctly reflected 13. She later realized at the bedside that she should have pulled two tablets. She returned to perform an inventory adjustment and entered a starting count of 12, which would have been accurate had she pulled both tablets initially. However, the system flagged a discrepancy of -1, suggesting that the medstation had registered only one tablet for removal. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device order not dispensing properly. The technical support specialist had mailed customer and provided findings to the customer, the system functioned as intended after being assessed by the technical support specialist.